Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the baths of the coulter act diff 2 analyzer were overflowing. Customer reported the leak was not contained within the instrument. Customer reported the volume of the leak was a few milliliters. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse replaced the waste pump that was not turning and resolved the issue.